Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that: it was reported that the rv lead was capped/abandoned on due to oversensing, pacing inhibition with no asystole. New rv lead implanted.